Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the user observed no drops during fill tubing, noted insulin leaking from the bottom of the cartridge into the pump chamber upon disconnecting the connector, and experienced resistance and insulin odor while filling, with no insulin reaching the tubing or needle; the user then replaced all supplies and successfully resumed delivery. Symptoms included none reported, and blood glucose was described as 160 mg/dl and rising without hypoglycemia. Outcomes included no hospitalization and continuation of therapy after replacing the supplies. Investigation included troubleshooting and education with the user. Investigation of this case revealed a leaking cartridge and associated connector issue during the fill process, consistent with a cartridge or connector leak leading to loss of prime and failure to deliver to the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was a component failure consistent with a cartridge or connector leak.